Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the procedure of right mca (middle cerebral artery) stenosis case, the proximal section of the balloon delivery catheter was found to have leaked. The physician replaced it with a new device and completed the procedure successfully. There were no clinical consequences to the patient due to the reported event.

Manufacturer narrative:
The device was returned, and the lot number was confirmed from the balloon hub. During visual inspection, the device was visually inspected, and a kink was noted on the catheter shaft approximately 104cm from the catheter hub. During functional inspection, a leak was noted coming from the below strain relief when trying to inflate the balloon. Based on the results of the DHR review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on the leak noted to the returned device. The device failed to meet specifications or met specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The balloon catheter was found to be leaked before use while preparing the device. Analysis of the returned device indicated water was noted to be escaping from under the strain relief. The device was shipped to the external manufacturer boston scientific (bsc) for further analysis. Analysis of the returned device was completed in bsc. The strain relief was disconnected from the hub. Magnified inspection of the shaft found there was a twist with a hole at the proximal end of the hub/manifold bond. This damage was most likely contributed to torquing the device during advancement to the lesion. An assignable cause of procedural factors will be assigned to the reported and the analyzed events as the issue is associated with a product that meets design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during the procedure of right mca (middle cerebral artery) stenosis case, the proximal section of the balloon delivery catheter was found to have leaked. The physician replaced it with a new device and completed the procedure successfully. There were no clinical consequences to the patient due to the reported event.